Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged illness and having neurological problems and has weird smell. The reported event of neurological problems and its reported severity was reviewed by the manufacture¿s clinical expert. This event was assessed as serious injury. There was no medical intervention reported by the patient. Section(s) has changed related to the complaint changing from the reported product problem to adverse event and product problem. Section has changed to reflect a serious injury. Section health effect- impact code has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges an unspecified illness, neurological problems, and stated "has weird smell" (not certain if this was referencing the device or just describing her sense of smell). There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned and evaluated by the manufacturer. The internal part of the device was inspected visually. The manufacturer concludes that there was no evidence of visible foam degradation. The device was scrapped.